Event description:
The user experienced an issue with questionable ise results that was ongoing for a week. After receiving the initial results, the user replaced the ise electrodes, performed calibration, quality control and repeated testing of the patient samples. Of the data for 35 patient samples provided, the results for 19 patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial sodium result was 131 and the repeat result was 137. Patient sample 2 initial sodium result was 140 and the repeat result was 150. Patient sample 3 initial sodium result was 133 and the repeat result was 141. Patient sample 4 initial sodium result was 127 and the repeat result was 134. Patient sample 5 initial sodium result was 132 and the repeat result was 139. Patient sample 6 initial sodium result was 134 and the repeat result was 140. Patient sample 7 initial sodium result was 131 and the repeat result was 141. Patient sample 8 initial sodium result was 123 and the repeat result was 129. Patient sample 9 initial sodium result was 139 and the repeat result was 146. Patient sample 10 initial sodium result was 133 and the repeat result was 139. Patient sample 11 initial sodium result was 128 and the repeat result was 135. Patient sample 12 initial sodium result was 125 and the repeat result was 132. Patient sample 13 initial sodium result was 129 and the repeat result was 137. Patient sample 14 initial sodium result was 130 and the repeat result was 142. Patient sample 15 initial sodium result was 129 and the repeat result was 143. Patient sample 16 initial sodium result was 133 and the repeat result was 139. Patient sample 17 initial sodium result was 131 and the repeat result was 141. Patient sample 18 initial sodium result was 127 and the repeat result was 136. The initial potassium result was 4.82 and the repeat result was 5.29. Patient sample 19 initial sodium result was 129 and the repeat result was 140. The erroneous results were reported outside the laboratory. The user believed the physicians did not act on the results. He did receive calls from a couple questioning the results. The lot numbers of the sodium and potassium electrodes were not provided. The field service representative found a misaligned ise probe and aligned it. He performed mechanical checks of the instrument and performed ise checks without errors. To verify the analyzer operation, he performed ise precision testing.